Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture and oversensing. As a result, the lead was revised. During the revision procedure, the physician had issues retracting the helix, so the lead was explanted and a new lead was implanted. No adverse pt effects were reported.